Event description:
A discordant falsely depressed loci high-sensitivity troponin I (tnih) result was obtained on a patient sample on a dimension exl with lm integrated chemistry system. This discordant result was not reported to the physician(s). The same sample was reprocessed on the original instrument. The repeat tnih result was lower than the initial result. The same sample was reprocessed in a short sample cup, two more times on the same dimension exl with lm integrated chemistry system. These reprocessed tnih results matched with the initial tnih result and the patient¿s history of "high panic" tnih results. The higher tnih result was reported as the correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed tnih result.

Manufacturer narrative:
A united states customer contacted the siemens customer care center regarding a falsely depressed loci high-sensitivity troponin I (tnih) result obtained on a patient sample on a dimension exl with lm integrated chemistry system. Siemens is investigating the event.

Manufacturer narrative:
Additional information (06-dec-2023): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the information provided by the customer and the instrument data files. Quality control (qc) results were within the customer's expected ranges and no issues were reported with other patient samples by the customer. Hsc review of the instrument data showed that there were aspiration pressure changes for the high panic repeat sample indicating that there was less sample delivery from the sample cup or sample integrity issue due to micro clots. The cause of the event is consistent with the short sample volume presence in the sample cup. The issue was resolved by reprocessing the sample with a fresh sample cup. The customer is operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2023-00257 was filed on 28-nov-2023.